Event description:
It was reported that when using the bd pyxis¿ es server all users were unable to log in to the server. An error message stating "an error occurred while processing request" was displayed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the database server had an issue and was offline. A technical support specialist (tss) resolved the database server issue, and the hca (hospital site team) brought the vm back online. The users were able to login. The system functioned as intended after the technical support specialist troubleshot the device.